Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported johann fenestrated insert jaws (ID cev625t1u) separated from the insert stem. Product was in contact with the patient; however, no patient injury was reported.

Manufacturer narrative:
Additional b5: this is 2 of 2 reports and is related to the insert used during this event this report is linked to mfg report number: 3003249645-2022-00027. The technician indicated that it is unknown exactly when the problem occurred, maybe during the forceps assembly. The johann fenestrated insert jaws 20mm tips, 5mm diameter tube (cev625t1u) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the returned device verified the complaint reported by the customer as valid. The pin between the wire and the jaws was broken. The insert was bent. Root cause analysis: it was determined that the breakage of the pin was due to the use of the insert with a faulty handle. The over-tightening of the handle can generate too much constraint on the insert. The insert was bent during the use, the storage or the reprocessing of the device.

Event description:
N/a.